Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt experienced a cerebrospinal fluid leak during a permanent implant procedure. Post-op, the pt was admitted to the intensive care unit (ICU). On (B)(6) 2012, the pt was released from the hospital and is doing well.